Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar instrument was analyzed and found that failure analysis found the primary finding of functional test failed; failed continuity test to be related to the customer reported complain the instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wire(s). Root cause is not determinable/applicable, sending engineer. Initial findings confirmed. The instrument passes energy recognition, however, fails to deliver energy. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The housing was removed, and no residue or contamination was found on the eiib boa pins that could cause a break in the circuit for the grip failing continuity. The instrument was disassembled and it was confirmed that the conductor wire had broken at the proximal end, near the internal hypotube-cable junction. The internal hypotube junction is within the main tube, near where the main tube meets the lower chassis. The probable root cause of the conductor wire being broken on the proximal end is attributed to the manufacturing process. Breakage can result from pinched or kinked wires during wire routing, and continuous rubbing against the hypotubes during use. Broken conductor wire will be made the new primary code, and failed continuity test will be added as a relate code. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause is attributed to manufacturing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps stopped delivering energy when the surgeon pressed the pedal on the console. The power cable was replaced to rule out a possible fault in the component, and the erbe system was restarted; however, the issue persisted. The instrument was then replaced, and after the surgery was finished, tests were performed with the instrument, confirming that it executed all movements correctly but did not deliver energy. The procedure was completed with no reported injury.